Event description:
Abbott micro/macro plum xl3 pump delivered medication faster than pump stated. A 100ml/50mg IV morphine was hung at 1820 to infuse at 4cc/2mg per hour. At assessment of pt at 2030 (2 1/4 hours after hanging the IV), the bag was almost empty (had 10-15cc fluid left). Nurse checked IV settings and they were correct but not congruent with what was in bag. IV "volume to be infused was 90.7" which is what it should've been. "Rate was 4cc/hr" pt inadvertently received approx 85-90cc morphine in 2 1/4 hrs.